Event description:
It was reported that when the filter was deployed through the femoral vein, it appeared to have expanded properly. While retracting the deployment sheath, one of the filter legs caught on the sheath. The filter was pulled down from the infra-renal location into the right iliac vein. The physician manipulated the delivery system and was able to release the filter. However, the filter was lodged in the iliac vein. A second filter was successfully deployed in the vena cava. Although there was a prolongation of the procedure, there was no reported injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. . The filter remains implanted; however, the sheath from the delivery system has been returned. The evaluation is currently underway.